Event description:
Reportedly, simultaneous noise oversensing was observed on the atrial and ventricular channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, simultaneous noise oversensing was observed on the atrial and ventricular channels. Preliminary analysis confirmed simultaneous noise oversensing on both channels. The origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.